Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02448. Zimmer biomet complaint number (B)(4). 220825-20-l.h. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient felt an abscess and pain at the implant site at tooth locations #33 and #35 and came to the clinic for examination. Implant infection was found and the implant was removed. Symptoms as a result of the event: abscess and pain.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02448-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 3331. DHR review was completed for the associated subject lot numbers 1227370 & 63767577. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers 1227370 (op# 150 - str2) & 63767577 (st# 3303) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1227370 for similar events and 1 other relevant complaint was identified. Complaint history review was performed for the reported lot number 63767577 for similar events and 1 other relevant complaint was identified. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.